Event description:
Related manufacturer reference number: 2017865-2023-02858. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular (rv) lead exhibited under-sensing, loss of sensing and capture. The lead was capped and replaced on (B)(6) 2023. During the same procedure, after the rv lead was replaced, the implantable cardioverter defibrillator exhibited loss of sensing and capture. The device was explanted and replaced. The patient condition was stable.